Event description:
On (B)(6) 2010, a baxter medical information specialist received a call from a facility dialysis technician reporting a patient reaction using a xenium xph170 dialyzer during hemodialysis therapy. During a follow up call on (B)(4) 2010, the technician indicated one patient had experienced reactions on 5 separate dates during use of a new xenium dialyzer on each date. On the (B)(6) 2010 event date, the patient's blood pressure dropped at the end of therapy. The patient complained of feeling dizzy, confused, lightheaded, weakness and had developed restless leg syndrome. Components of therapy included: tylenol, heparin (the dose given was a 3000 unit bolus and a 1200 units per an hour). The patient's blood was rinsed and returned to the patient with extra fluid (saline). The therapy was stopped. The patient was released to home. This is the second event. The samples were discarded and there are no companion samples available.

Manufacturer narrative:
A specific root cause could not be identified. Based on the information provided, tthe issue might have been caused by pre-analytics issue in combination with an instrument issue. No adverse events occurred.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received questionable hcg results for one patient sample from the elecsys 2010 rack system. The original result was 0.142 miu/ml, repeat results were 119.5, 1.62 and 1.63 miu/ml. The patient sample was then repeated on a different elecsys 2010, serial number (B)(4). The repeat results were 1.58 and 1.50 miu/ml. To confirm the low result, the patient sample was also run on the "bhcg screen column" which was negative. The result of 1.58 miu/ml was reported outside the laboratory. The patient was not adversely affected. The hcg reagent lot number was 15739702.